Event description:
Six weeks post-ablation experienced severe burning in the pubic bone with mild to severe cramping and lower back pain. It worsens mid cycle. During the time when menstruation would have occurred the pain becomes severe with cramps and back pain. It is now accompanied by lrq sharp pain, migraine, blotting, sluggish bladder and bowel issues. Severe anxiety and depression accompanied by continuous crying. She is unable to work or perform household duties. She is currently scheduled for hysterectomy.